Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. A review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflects the user programmed basal rate. Returned battery cap/returned cartridge cap used to complete testing. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced elevated blood glucose levels of 515mg/dl. The patient's site and set were changed and the patient's blood glucose level came down. The patient was reportedly playing basketball which ended approximately 1 month ago. The patient's I:c ratio was changed in the last 2 to 3 weeks. The pump was reviewed and the total daily dosages were found to be accurate. This report is being made based on the allegation that the patient experienced elevated blood glucose levels with a unknown cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.